Manufacturer narrative:
Concomitant medical device: bard kugel hernia patch (product ID: 0010105, lot number: huva0585). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome.